Manufacturer narrative:
H.6. Investigation summary: material #: 367815, lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with the bd vacutainer® serum blood collection tubes, the rubber stopper separated from the shield. The following information was provided by the initial reporter: serum tubes of unknown lot numbers de-capping in automated line.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd vacutainer® serum blood collection tubes, the rubber stopper separated from the shield. The following information was provided by the initial reporter: serum tubes of unknown lot numbers de-capping in automated line.